Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is a new user for the insulin pump and had to change his site yesterday. Customer stated that his blood glucose is now 348 mg/dl and he is off the pump now. Customer was frustrated and took no insulin and no manual injection. Customer declined taking a manual injection or calling his health care provider because he has been diabetic for a long time and does not want to go low. Customer reported that he had air bubbles in the reservoir yesterday when he started filling the reservoir. Customer's blood glucose was about 109 mg/dl at that time. Customer stated that he will call back to get assistance with changing the site.